Event description:
Reportedly, the balloon on the catheter ruptured during an embolectomy procedure of soft material. It was further reported that intervention, which employed the use of a different catheter, was successful. No pt complications were reported as a result of this event.